Event description:
Per the clinic, the patient experienced implant extrusion and healing issues during the recovery period following the initial implantation. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed infection at the implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). It was reported the infection has resolved.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the incision site and the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.